Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 the patient¿s spouse reported that two weeks ago when the home infusion nurse tried to refill the pump, the nurse could not find the pump port to fill the pump. They were guessing/suspecting that the pump was flipped. The patient had an appointment for an x-ray of the pump today ((B)(6) 2019) and an appointment with the doctor tomorrow ((B)(6) 2019). The patient was in a lot of pain since they turned the pump down to the lowest setting possible 2 weeks ago and the patient was having to ration out her oral medication. No further complications have been reported as a result of this event.